Event description:
It was reported that the patient received multiple shocks, was unconscious and hospitalized in the ICU. Upon interrogation of the device, an alert was observed for back-up vvi. Review of the device image revealed the device went into back-up vvi mode due to multiple hv charges. Noise was also observed. The device was explanted and replaced. The patient condition was good was post-procedure.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to two successive software resets. Review of the stored electrograms indicated inappropriate therapy due to noise that depleted the battery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.